Event description:
Huang x, shen h, fan c, chen j, meng r. Clinical characteristics and outcome of dural arteriovenous fistulas secondary to cerebral venous sinus thrombosis: a primary or secondary event? Bmc neurology. 2023;23(1):131. Doi:10.1186/s12883-023-03141-6. Medtronic literature review found a report of moderate disability and incomplete embolization in association with onyx embolization. The purpose of this article was to determine clinical outcomes and characteristics post onyx embolization of dural arteriovenous fistulas secondary to cerebral venous sinus thromboses. Intracranial dural arteriovenous fistulas (davfs) are abnormal adjacent blood vessels between meningeal arteries and dural venous sinuses and/or cerebral veins. The authors reviewed 14 cases of patients treated for dural arteriovenous fistulas using onyx embolization. Of the 15 patients, the average age was 33 years, 9 were female and 6 were male. The article does not state any technical issues during use of the onyx. In addition, post procedure mrs scores ranged from 0-2. There were no permanent deficits as a result of the embolization. The following intra- or post-procedural outcomes were noted: moderate disability four cases had incomplete embolizations no permanent deficits.

Manufacturer narrative:
Continuation of d10: product ID: ped-300-25. Product ID: fg15150-0615-1s. G2: the country of the event is (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.